Manufacturer narrative:
The device was received with the cannula deployed and the formed needle visible in the exposed portion in the soft cannula. Blood was noted on the adhesive pad. The formed needle was dislodged from the slide retract, causing a failure to retract. The slide retract was defective. The unretracted needle contributed to the bleeding at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 379 mg/dl while wearing the pod between 24 and 36 hours on the back. The pod was removed and the patient saw that the needle was still in the cannula. Patient then changed the pod and did a correction.